Manufacturer narrative:
Unit passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and excessive no delivery alarm noted during the testing. Motor passed motor test. Unit primed properly. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was not reported. The device was not returned.